Event description:
It was reported that the health care professional (hcp) contacted technical services (ts) for right ventricular (rv) lead troubleshooting. In addition, the rv lead was programmed off due to performance issues. The plan is to see the patient in-clinic for troubleshooting. There is no information regarding the rv lead model and serial number at this time. Further information was requested. The rv lead remains in service. No additional adverse patient effects were reported.